Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The customer¿s blood glucose values was 150 mg/dl. The customer also reported that the insulin pump screen was so dimmed to read the screen, reject new batteries, diminished battery life, no delivery alarm during priming, had to rewind more times per rewind, act button was stuck down need more pressure to work, sometimes rewind louder than normal. The insulin pump will not be returned for analysis.

Event description:
It was reported via phone call that the customer's blood glucose levels elevated due to additional medication that the customer was taking at the time. The customer treated the elevated blood glucose with the insulin pump.